Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, the nurse attempted to test the retrieval basket before it was inserted into the patient. However, there was "no sleeve/sheath" on the basket at all. Therefore, the retrieval basket would not open or close. The sheath was not noticed in the packaging. The procedure was successfully completed with another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Manufacturer narrative:
Follow up # 1/supplemental report text-11/17/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.